Event description:
The customer reported that the ac power led was not lit. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the ac power led was not lit. There was no report of patient involvement. The unit was evaluated locally by a philips field service engineer and the failure was verified. The power supply was replaced to resolve this failure. The unit passed all post-servicing testing and remains at the customer site.